Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is (B)(6) 2020. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had unintended myopia with an intraocular lens (iol) during a post examination. The lens was explanted from the patient's operative eye. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement or sutures required. The patient is doing good with 20/30 vision. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and complaint was a low risk, no investigation was required, and is not related to this complaint. The complaint issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.